Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charge using multiple power sources. The customer placed the pump in storage mode and then turned it back on. The pump battery was 100% charged and the issue appeared to be resolved. Blood glucose was 138 mg/dl.